Manufacturer narrative:
(B)(4): evaluation: surgeon does not think it was intralase related. Cdm was at the account on (B)(4), 2011 and witnessed an overhaul clean up of the entire office including the attic. There are surrounding air vents over the visx laser and I mentioned it may have been debris in the air ducts since the incident happened right after the cleaning. Patient recovered. Site immediately changed their sterilization protocol after incident with ultrasound prior to sterilization.

Event description:
Customer reported some cases of dlk cases. There was a total of 3 patients. Intralase femtosecond laser was used on one patient and the other two patients were enhanced non-intralase patients. Ilse patient was nasal hinge with dlk nasally. Zymaxid and xybrom drops post op. Day 1 od only treated 20/60 ucva with 1+dlk nasally, day 3 20/50 ucva with 3+dlk nasally and decision to refloat the flap and aggressive post op regimen. On (B)(6) 2011 visit od 20/25.